Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the pagewriter tc20 cardiograph indicating the speaker is not functioning and could not produce an audible sound. The device was not in use on patient at time of event, there was no adverse event reported.